Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) burns in lower back and the hip [thermal burn] did not use a cloth between her skin surface and heat wrap [device misuse]. Case description: this is an initial spontaneous report from a contactable reporter. This is first of the two reports from the same reporter. The reporter reported for herself. A (B)(6) female patient (race unknown) started to use thermacare heat wrap (thermacare lower back and hip, wrap) on unknown date in 2011, at an unknown frequency to get relief of the pain in the hip. The past medical history included that she broke her hip bone on an unknown date due to which she had a hip surgery on an unknown date. The relevant concomitant medication was unknown. The patient experienced burns in lower back and the hip. The patient mentioned that she did not use a cloth between her skin surface and heat wrap. She also mentioned that she was using the heatwrap for the first time. Therapeutic measures taken, if any, unknown. The status of therapy was unknown at the time of report. The clinical outcome of the reported event was unknown at the time of report. Additional information has been requested and will be provided as it becomes available.